Manufacturer narrative:
On (B)(6) 2026, additional information was received indicating it was a ngen generator and ngen pump that were used during the procedure. The correct catheter settings were selected on the ngen generator at 2 ml/min. There were no errors noted. To troubleshoot the irrigation issue they tried to flush the catheter with the high flow. But finally, it was decided to change the catheter for safety. Ablation was not done with this catheter as the problem while changing the right ventricle to left ventricle mapping chamber. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-mar-2026, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a non-ischemic ventricular tachycardia (non-isvt) atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and irrigation did not work as usual. After mapping in the right ventricle, it was decided to map in the left, but when the catheter was pulled out, it was noticed that irrigation did not work as usual; not all holes irrigation occurred. Activated clotting time (act) kept above 300 during all the procedure. There were no problems in the course of mapping, there was no ablation. The irrigation line re-checked and everything was fine. It was decided to replace the catheter to avoid possible complications, the more mapping continued in the aorta. After the change of the catheter, the operation was continued and ended without complications. There was no patient consequence.

Manufacturer narrative:
It was reported that a patient underwent a non-ischemic ventricular tachycardia (non-isvt) atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf and irrigation did not work as usual. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number, and no internal actions related to the reported complaint were identified. The irrigation issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The instructions for use (IFU) contain the following information: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).